Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was installed onto a golden system where an error was triggered indicating a fault on the axis 5, gimbal, thus, replicating the reported event. The mtm was then installed onto a surgeon side console fixture test platform (sftp) where it failed to power up on axis 5. Once testing was completed, the axis 5 pulley was aba tested and was verified to be the source of the fault. The probable root cause of reported failure is attributed to mechanical issues from the axis 5 gimbal pulley, which increased resistance during mtm handling.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had a fault. When the surgeon was manipulating his hand at the master tool manipulator-right (mtmr) from the console he was feeling some resistance. The customer originally suspected that it was a fault on the universal surgical manipulator (usm) and switched to the backup patient side cart (psc) but the issue remained. The customer then switched to backup surgeon side console (ssc) and there was no longer resistance. Intuitive surgical, inc. (Isi) technical support engineer (tse) tried to review the system logs, but logs were not available. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no procedure delay. There was no patient injury. The procedure was completed robotically with the backup patient side cart (psc) and surgeon side console (ssc).